Event description:
It was reported the patient had pneumonia. The hcp was in the process of determining if sc connector was connected properly to the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.